Event description:
The manufacturer received information from the customer stating the device failed a test step during testing. There was no harm or injury reported. The customer was performing preventive maintenance, and the device failed the active exhalation control module pv testing. The customer is to replace the proportional valve and the three-way solenoid valve to address the issue.